Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The customer used food and sugar to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump may be over delivering. The customer mentioned their pump was getting hardware low level failures alarms. Troubleshooting was not completed as the customer declined. The customer was using a competitor's sensor system. The insulin pump will be returned for analysis.